Manufacturer narrative:
Date sent to FDA: 8/18/2020. Additional b5 narrative: it was reported that the patient experienced scar, infection, discomfort following the surgery. Corrected b5 narrative: it was reported that the patient underwent removal of mesh on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 8/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hypogastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿clear serous fluid was encountered¿. It was also reported that ¿the retro rectus abdominal wall mesh was exposed at and was part of the seroma. The anterior rectus sheath made up the anterior wall of the fluid collection. The plane between the anterior rectus sheath and the posterior rectus sheath was developed, the thick capsular sac was easily dissected away and excised inferiorly. We then set about to explant the mesh on the right side of the abdomen.¿ it was reported that the patient experienced severe pain. No additional information is provided.